Manufacturer narrative:
As reported in a research article, very delayed hemorrhagic pericardial effusion following percutaneous left atrial appendage occlusion. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the part and lot number were not provided. Literature review: very delayed hemorrhagic pericardial effusion following percutaneous left atrial appendage occlusion.

Event description:
The article, "very delayed hemorrhagic pericardial effusion following percutaneous left atrial appendage occlusion", was reviewed. The article presented a case study of a 75-year-old male patient with persistent, symptomatic atrial fibrillation. It was reported that on an unknown date, a 25mm amplatzer amulet was chosen for implant. It was also noted via transthoracic echocardiography (tte) prior to procedure, the patient had a trivial pericardial effusion (pe). Post-procedurally, a tte performed 5 hours later noted the pe remained unchanged and the patient was discharged. A follow-up computed tomography (CT) scan performed at 6 months post-procedure noted moderate pericardial effusion and confirmed via tte the following day. A decision was made to place the patient on a 5-week prednisone taper to treat the pericardial effusion. Repeat tte at completion of the steroid course showed near resolution of the effusion. [The primary author was nawaf alhabdan, department of medicine, university hospitals, cleveland, oh, united states of america. The corresponding author was steven filby, division of cardiology, university hospitals, cleveland, oh, united states of america, with corresponding email: steven.filby@uhhospitals.org]